Event description:
The main body graft was advanced to the appropriate position; inferior to the lowest renal artery, and then deployed until the contralateral limb opened. After confirmation of the position in regards to the renal arteries, the white thumb screw was removed and the proximal trigger wire was then attempted to be removed. Resistance was met when attempting to remove the wire; wire was inspected for the cause of the difficulty. Although the wire was not wrapped around the delivery system, it was possibly pinched or wedged between the wire entrance hole and the suprarenal stent contained in the top cap. By loosening the pin vice and pulling the cannula back approximately one millimeter, the wire should be freed. Still the wire encountered resistance. The physician then attempted to advance the top cap by advancing the cannula proximally, but this attempt was also unsuccessful. The attempt was then made to pull the device down in an accordion fashion, but was still unsuccessful. A balloon catheter was placed above the flowdivider, sealing the graft at the location. The balloon catheter was then moved proximally to give the proximal graft more support. An attempt was then made to pull the cannula down to free the wire. This was also unsuccessful. Visibly under fluoro, the resistance appeared to cause the dilator to "bow" when the cannula was pulled. When attempting to remove the cannula proximally, the body of the cannula bent. The procedure was then converted to an open procedure, because the top cap could not be released. The patient is stable.